Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. Stryker replaced one of the device's batteries to resolve the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was not delivering shock as expected. The device also shut down unexpectedly when trying to deliver shock. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The root cause of the reported issue was a depleted battery. No other device problem was found.

Event description:
The customer contacted stryker to report that their device was not delivering shock as expected. The device also shut down unexpectedly when trying to deliver shock. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.